Event description:
It was reported that inappropriate shocks were delivered due to t-wave oversensing caused by low r-waves. Lead repositioning or lead replacement to be scheduled. The patient is in very critical condition due to endocarditis and renal failure. No procedure will be scheduled till condition improves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.